Event description:
Alleged event was reported as a breakage from the tubing and the access port. Pain experienced in august 2002. X-ray taken which confirmed that there was a "broken port and connector tube".